Event description:
It was reported that the day of the implant, the left ventricular lead dislodged. The patient was brought back in to surgery and the lead was removed. The patient will be scheduled for an epicardial lead placement at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.